Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure (laao) procedure using a 12f amplatzer amulet delivery sheath. The landing zone was about 21x22 by echocardiogram (echo) and 22,3x23,3 by angiogram (angio). The sizing of the device determined by matching echo and angio measurements. During procedure, the left atrial pressure was above 12mmhg and about 150ml fluid was given. The amulet was successfully implanted after satisfying close criteria and tension test. The device compression was in the tire shape. Two months after, echocardiogram (echo) control discovered that the device had embolized in left atrium. The patient was asymptomatic, just only sometimes sporadic tachycardic palpitations. The physician's preferred to leave the retrieval of the embolized device to the cardiac surgeons. The device was recaptured through surgery. The physician mentioned the cause of embolization was device was not completely anchored. There were no consequences to the patient was reported. The patient was reported stable.

Manufacturer narrative:
An event of migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a caused for the reported device embolization could not be determined. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The patient was asymptomatic, just only sometimes sporadic tachycardic palpitations. The reported surgical intervention was a result of case-specific circumstances as a device was surgical removed. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code: type of investigation: 4118 types of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusions not yet available.

Event description:
N/a.